Event description:
Spouse of home pt (hp) reports three separate occasions in which pt line of homechoice set was not priming completely. Hp was able to prime line after a reprime attempt with each occurrence. Spouse reports hp has had shoulder pain due to excess air. Spouse reports now verifies fluid is at end of pt line before hp connects. No pt injury or medical intervention as a result of incident per spouse.